Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a right total knee replacement procedure on (B)(6) 2011 and suture was used. The first three to four weeks, the patient had little or no pain. During the fourth week post operatively, blisters started to appear on the incision. The patient returned to the surgeon several times and had stitches removed. The patient reported pus was present a few times and the patient was on antibiotics from time to time. The patient saw a plastic surgeon as the blisters continued and was told this is spitting suture and was placed on keflex. Currently the patient's knee is painful most of the time. There are four points on the incision that the patient is still experiencing irritation. The patient is scheduled for a ultrasound to determine if any suture is still present and needs to be removed and has an appointment scheduled for (B)(6) 2012.